Event description:
This report is to advise of a fracture found in the catheter tip during investigation. During the af procedure, it was noted that there was noise on the image. The catheter was exchanged, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. A fracture in the catheter tip was noted 0.7¿ proximal to the distal tip. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and viewmate multi system and produced a clear image with no blurring or artifacts noted. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.